Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that her kidneys had been acting up at night and she had a bad night and wanted to know if there could be any adjustments made. The patient stated she ¿can¿t set it good¿, that when she goes higher it doesn¿t work and when she goes lower it doesn¿t work¿. The patient stated ¿kidneys don¿t act in the bed, they don¿t act until she goes to bed and she lies down and it¿s when she gets up to go the bathroom when she can¿t hold it¿. The patient clarified that she was having urinary incontinence and that she was implanted to help with bladder control. The patient stated she was on program 3 at 3.0 v and she has been on program 3 since implant. The patient reported she feels stimulation in the correct area. The patient changed to program 4 until she felt stimulation strong, but comfortable in the correct area, the patient noted she felt a comfortable pressure, like she had before. The patient plans to leave the stimulation where it is and see how it goes. The patient called in and reported she was messing around with the buttons and accidently switched the program and would like to get back to program 4. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Additional information received reported a fall led to the urinary issues and they started having urinary tract infections. It was reported that the device was now doing great for their symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.